Manufacturer narrative:
The reported condition of the complaint device (depth gauge for 1.3mm and 1.5mm screws) is confirmed. The protection sleeve is missing and the needle is bent. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> part # 319.004, synthes lot # h873101, supplier lot # n/a, release to warehouse date: 22 apr 2020, manufacturing location: (B)(4), no ncr's were generated during production. Device history review ==> review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of the loaner set, it was observed that the depth gauge for 1.3mm and 1.5mm screws was missing a component. There was no patient involvement. This report is for one (1) depth gauge for 1.3mm and 1.5mm screws. This is report 1 of 1 for (B)(4).